Manufacturer narrative:
Results: the jet7 was ovalized in multiple locations throughout its length. The device was stretched from approximately 104.5 ¿ 108.0 cm from the hub and was fractured. The distal fractured segment was not retuned for evaluation. Conclusions: evaluation of the returned jet7 confirmed stretching and a fracture on the distal end. The distal fractured segment was not returned for evaluation. If the device is forcefully retracted against resistance, damage such as these may occur. The neuron max used in the procedure was reported to be kinked. This damage may have contributed to the inability to advance the jet7, velocity and non-penumbra guidewire through the neuron max during the procedure. If the three devices were forcefully advanced against the kink in the neuron max, the jet7 may have become stuck which would likely contribute to resistance during retraction. No other devices associated with the complaint were returned for evaluation. Further evaluation revealed ovalizations throughout the length of the jet7. These ovalizations were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02251.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02251.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system jet7 kit (kit) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician placed a non-penumbra 8f short sheath and then placed a neuron max into the high cervical segment of the mca. Next, the physician was unable to advance the penumbra system jet 7 reperfusion catheter (jet7), a non-penumbra guidewire and, a velocity delivery microcatheter (velocity) as one unit through the neuron max. Therefore, the physician removed the jet7 and found the distal tip to be broken. Subsequently, the neuron max was also found to be kinked and, therefore, it was removed. The procedure was then completed using a new jet7, a new neuron max with the same velocity and 8f sheath resulting in tici 3. There was no report of an adverse effect to the patient.